Manufacturer narrative:
Concomitant therapy: remicase infusion treatments further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of severe facial swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: warnings treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Adverse events per tables 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment, possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported that a patient was injected in the nasolabial folds and marionette lines with two syringes of juvéderm vollure¿ xc and in the zygomatic arch with one syringe of juvéderm voluma® xc. On the evening of the injection, the patient developed "severe facial swelling" presenting on the patient's "whole face" including the "lips and cheeks." The next day, prednisone was given as treatment and some improvement was noticed. Patient was taking mesalamine and omeprazole at the time of injection and receives remicase infusion treatments. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00319 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc, also a device manufactured by allergan.

Manufacturer narrative:
Additional information: describe event or problem. Corrected information: concomitant medical products.

Event description:
Additional information: patient¿s symptoms resolved on 7 days after injection.